Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was found not to be functioning properly, intraoperatively. According to the report, when the valve was connected to the ventricular catheter there was no csf flow. Reportedly, there was no injury to the patient and the patient is currently stable and discharged.

Manufacturer narrative:
The returned valve was patent, and met all requirements for reflux, pressure-flow, preimplantation and leak testing. Therefore the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device indicate that to perform the patency check: a. Place the inlet connector of the valve into sterile isotonic saline. B. Depress the valve dome. C. Place a finger over the opening at the end of the outlet connector. D. Release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. E. Remove finger from the outlet connector opening. F. Depress dome. If fluid flows out of the outlet connector, the valve is patent. Note: it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Patient codes: c76143 device codes: c64343 additional patient/device information: it was later reported the valve failed to drain. The patient initials were also updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent, and met all requirements for reflux, pressure-flow, preimplantation and leak testing. Therefore the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)